Event description:
It was reported that the pump had triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to replace the pump, and a replacement pump with updated software was sent. Instructions were provided for setting the pump into storage mode and for returning the malfunctioning pump with a pre-paid label. The customer was also informed to transfer their settings and connect their cgm to the new pump.